Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display on their insulin pump after replacing their battery. The customer stated their blood glucose was 497 mg/dl at the time of the blank display. Troubleshooting found the customer did not damage or expose their insulin pump to moisture. It was also found the customer was able to retrieve their display after troubleshooting occurred. Customer's last known blood glucose was 203 mg/dl. The customer was advised to monitor their insulin pump. No additional information provided.